Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 0, and a new sensor session was unable to be started. There was no reported adverse impact to the customer. Reportedly, the customer continued to use the pump for insulin therapy.